Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system not connecting to bus.the customer stated that there was a delay to the patient's workflow.as per part investigation, it was determined that the root cause of the reported issue was a defective board.there were no adverse events or injuries reported based on this incident

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer oncorrection: section d medical device model, medical catalog, unique device identifier (UDI), section g manufacturing location, section h device manufacture date.a review of the complaint history for s/n(B)(4) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number.a review of the device history record for s/n (B)(4) was performed from its manufacture date of 18jun2019 and confirmed that there were no production failures which correlates to the customer reported issuethe reported issue related to the drawer that was not connecting on the bus in the pyxis medstation es main was confirmed by the bd field service engineer (fse).according to work order (B)(6) the fse indicated that the enhanced full-height drawer 6 failed, as well as all cubies, and observed that the pyxibus module controller had no status lights. The module was replaced, the firmware was updated on the new controller, and the drawer was successfully tested using the hardware test application.an external inspection was performed at the dchu investigation laboratory on the returned pyxibus module controller board, and no visible anomalies were observed.laboratory testing was conducted; digital multimeter (dmm) testing did not detect any faults in the board's components. However, during functional testing with the hardware test application (hta), the board failed to detect the drawer. Additionally, the led indicators did not illuminate, confirming that the pyxibus module controller board presents a functional failure and is considered a faulty board.the device was in use for treatment purposes as intended per 21 cfr 820.198(d)root cause:the root cause of the reported issue, in which the drawer was not connecting to the bus of the bd pyxis medstation es system, is attributed to the defective board.

Event description:
It was reported by the customer that a pyxis medstation es system not connecting to bus. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the network and communication issue. The field service engineer replaced the pyxibus module controller and updated the firmware on the new controller and test the drawer successfully using the hardware test application. The system functioned as intended after the field service engineer troubleshooted the device.